Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at the handle assembly area and with the jaws closed. The trigger was manually assisted and the jaws opened. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a lap cholecystectomy, the jaws did not open at the 1st firing. As the device did not clamp the patient¿s tissue, there was no damage. The clip was fed into the jaws properly. There was neither unexpected resistance nor noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. Another device was used to complete the case. The device was not fired after the event. There were no adverse consequences to the patient.